Event description:
Covidien rec'd info stating that during pt use, an oxygen sensor error occurred. Calibration of the oxygen sensor did not resolve the issue. The customer reportedly replaced the sensor and the unit worked normally. There was no reported medical intervention or adverse pt effects reported.

Manufacturer narrative:
(B)(4).